Event description:
It was reported that the patient's echo revealed possible stenosis after an implant duration of approximately 4 years. The physician would like to send the patient's echo for review. No other details were provided.

Manufacturer narrative:
The device has not been returned for evaluation. Echo review results: impression (summary) provided by independent consultant: the mitral bioprosthesis has a distinctly abnormal appearance, with diffuse soft-tissue density thickening of the cusps, but with evidence of neither sclerosis nor calcification. There is both anatomic and doppler evidence of significant mitral stenosis, caused by diminished diastolic excursion of the bioprosthesis cusps. Based on the absence of sclerosis and calcification, the findings are not suggestive of typical structural valve deterioration. Rather, the findings are suggestive of an atypical immune-mediated reaction, or an atypical presentation of bioprosthesis thrombosis of endocarditis.